Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that when using bd vacutainer® sst¿ ii advance, fibrin strands and red blood cells attached to the tube wall were present in an unspecified number of devices. No impact was reported regarding the patient or user.